Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that patient had a fall over the weekend and was admitted to the hospital. Agent asked if they were informed from the hospital about the implant being affected but they were not aware of the information. Caller reported patient was urinating more than normal, and their symptoms were the same as before the implant. Caller stated the therapy was supposed to control the urination, especially when patient sleeps at night, but it didn't. Caller mentioned that they increased the stimulation one notch up last week, but that didn't help. Caller was not sure if the staff at the hospital was aware of the implant for MRI procedure, agent advised caller to inform the staff about the device. Agent advised caller to give us a call when they could to provide the education. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.